Manufacturer narrative:
The suspect catheter was returned to the manufacturer for evaluation. Visual inspection found that the tip of the catheter was no longer sharp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. This device is included in the medical device field correction notification, "visualase cooled laser applicator system (vclas)" (B)(6) 2016. The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, there was a slight amount of charring observed on the catheter. The reported issue was observed after pulling out the catheter following completion of ablation. It was noted that power settings were low and the laser was intact and no saline leakage was observed. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software log files were received. Initial engineering review found that the device was used per the instructions for use (IFU) with regard to laser powers and exposure times. There were also 3 pull-backs along catheter trajectory.